Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible infection as increased pain and swelling at a recent implant site was noted. The patient was administered prophylactic antibiotics. Their system is still in use. No further patient complications have been reported as a result of this event.